Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The tracker was returned to the manufacturer for evaluation. Testing found that the side tabs had been removed from the tracker. Otherwise, the unit displayed proper geometry and divot error readings with normal tracking and verification. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the grey instrument tracker was defective. No patient was present at the time of the event.